Event description:
It was reported via repair work order that the litter support brackets were broken which could potentially cause an unstable cot. Also, the trend assembly was bent which could potentially cause a delay in treatment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.